Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of the initial medwatch, as well as product evaluation results. Examination of the device revealed indentations and impact markings on the handle. The threaded tip was noted to have fractured. Root cause was most likely due to the strength of the device material not being adequate to withstand impact. Corrective action was initiated, which included altering the heat treatment of the device to increase material strength.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent total hip arthroplasty utilizing a spring loaded impactor on (B)(6) 2016. During the procedure, the tip of the impactor fractured inside the implanted acetabular cup. The fractured portion of the impactor remained in the acetabular cup. There was no significant delay in procedure.